Event description:
It was reported that this system was explanted due to an infection. An epicardial left ventricular (lv) lead was implanted and connected to a vvi pacemaker. The plan is to implant a new rv lead and crt-p at a later time. No additional adverse patient effects were reported. This cardiac resynchronization therapy pacemaker (crt-p) was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the cardiac resynchronization therapy pacemaker (crt-p) was performed. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The device was successfully interrogated and completed a memory dump. The longevity calculation for this device passed or was not applicable. The infection allegation could not be confirmed by lab analysis.

Event description:
It was reported that this system was explanted due to an infection. An epicardial left ventricular (lv) lead was implanted and connected to a vvi pacemaker. The plan is to implant a new rv lead and crt-p at a later time. No additional adverse patient effects were reported. This cardiac resynchronization therapy pacemaker (crt-p) was received for analysis.